Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found only a partial lead was returned for analysis. Insulation abrasion at 6.7 cm - 6.9 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).